Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nissen procedure, the device was not working properly. First, the stitch would not load properly. They practiced outside of the patient to be sure it was working properly and then after using it in the patient, the needle fell off into the patient twice. There was no device fragment left in the patient cavity.